Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint (B)(4). Investigation summary : the complaint states: ¿it was reported that during tha surgery on (B)(6) 2019, the package of the cement (B)(4). Could not be opened because the outer package and the inner package stuck together. No further information is available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during tha surgery on (B)(6) 2019, the package of the cement (p/n: 3172080) could not be opened because the outer package and the inner package stuck together. No further information is available.